Event description:
It was reported that the radio frequency (rf) head no longer had telemetry. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency head was returned and analysis found during a bench test that there was no telemetry, it failed its uplink amplitude test and that the label was missing its coating.